Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. The rep made multiple attempts to collect system logs from the site without success, and they were not able to be returned for evaluation.

Event description:
A medtronic representative reported that during a deep brain stimulation (dbs) case, the site did an intra-op MRI with the dbs frame, sent the t1 and then the t2 to the navigation system via network from the scanner. The t1 loaded without issue. When they tried to load the t2, the rack monitor went black. No error message was given and the boot text was not visible. Soft boot did not resolve the issue so she had to hard boot the system and re-enter the dbs application. The surgeon completed the procedure with navigation. There was no delay to the case or any impact to the outcome of the patient.